Manufacturer narrative:
One sample model 2477-0007, lot 24125093 was returned for investigation. The set was examined for defects and abnormalities. The spike was missing from the tubing. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent application on the tubing where the spike should be. The customer complaint was verified and quality notification was sent to the manufacturer. From the manufacturer's investigation, the most possible root cause that generates the condition reported is an omission of the solvent application due an incorrect following of assembly sequence by the production personnel. Quality alert was displayed on apr 22nd, 2025, to communicate to the personal involved in the manufacturing of model 2477-0007 regarding the importance of following assembly instructions, usage of fixtures and the proper solvent application process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was missing component. The following information was received by the initial reporter with the following verbatim. We¿ve had a report on a missing spike on a gravity tubing: